Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. (B)(4). The product analysis found that there was evidence of biological contamination on the sample. A syringe was used to verify there was a leak in the device which would have resulted in the reported event. When viewed under magnification, the sample had a tear in the middle of the cuff. There was no damage to the packaging that would indicate a cause.

Event description:
It was reported that during a thyroid procedure, the cuff deflated. The staff could not get it to re inflate and needed to re intubate. There was no patient injury.